Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps got stuck in the trocar and the trocar had to be removed. The instrument had to break in half to get it out of the trocar. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a broken main tube approximately 0.3465 from the distal tip and 0.1555 from the proximal end. Materials were found missing. Components adjacent to this broken main tube show damage. Additional observations related to customer reported complaint: the instrument was found to have a completely broken grip tips. The grip tips were missing. This is caused by completely broken main tube. The instrument was found to have a grip cable dislodged at the proximal end and a pitch cable dislodged in the housing at the proximal end. Both were caused by completely broken and missing grip tips.

Event description:
Refer to h10/h11 for follow-up information.